Event description:
In 2002 facility alleges that the bed hilo raises by itself. - facility also states that they have operated the bed in the hallway and cannot get it to duplicate the unintentional movement that allegedly was exhibited previously. No injury reported.